Manufacturer narrative:
Approximate age of device -- 7 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired. The cause of death is unknown. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Multiple requests for additional information and product return were issued to the customer but no further information was provided and the pump was not returned. Should the device become available, this file may be re-opened and the pump will be evaluated. No further information was provided. The manufacturer is closing the file on this event.